Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change the physician first used a torque wrench to unscrew the set screws on the header and was not able to engage three of the set screws. An l hex wrench was used and was still unable to engage with the screws. The physician then used bone cutters to remove the header from the lead. The pace/sense portion of the lead was unable to be removed. The physician made the decision to cut the pace/sense portion of the lead and place a new df-1 single coil lead. The physician placed the svc portion of the old lead, the rv coil and pace/sense from the new lead into the new header. The patient was stable.